Event description:
While attempting to insert a micro-draw blood transfer device into a t-connector IV extension set, the user could not pierce the septum of the extension set. Several attempts were needed to accomplish insertion. The clinician noted that the blood transfer device utilized a flat blunt insertion needle that specified the extension set by reference number. The clinician attempted additional insertions with additional devices with no success. A sample device sent to our biomed engineering department for analysis and returned to the manufacturer for analysis.